Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 3 ml of insulin. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. There was no reported adverse impact. No additional information was provided.